Manufacturer narrative:
(B)(4). Device evaluation summary: an empty labeled winding former, a detached needle and a dispensed suture of product code f3221, lot mbj920 were returned for analysis. During the visual inspection of a detached needle, the double stake marks was not complete in a side of the needle resulting in an incorrect swage for this product code and consequently, that suture had been detached from the needle. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the performance: pull off suture needle is an incorrect swage.

Manufacturer narrative:
(B)(4). A manufacturing records review was performed for finished device batch mbj920-f3221 and no non-conformance's were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Event description:
It was reported by a veterinarian that an animal underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, upon extraction of the shuttle, the needle pulled off. A like device was used to complete the procedure.